Manufacturer narrative:
(B)(4).

Event description:
The patient had a revision. Additional follow-up reported that during the meeting with the patient on (B)(6) it was determined that the patient had experienced previous occurrences where their implantable neurostimulator (ins) went into sleep mode and once where the ins went into overdischarge and needed a physician mode recharge (pmr). It was decided that the patient's device was getting older so the decision was made to replace the ins. The replacement was performed and the patient had a follow-up scheduled for (B)(6) 2015. The patient's ins pocket was also revised at the time of the report. The cause of the charging issue was not determined other than the pocket being resized to accommodate the battery. All impedances were fine at the time of the replacement and the patient was getting good coverage. The patient had no problems recharging their device. Information included on this report was already reported under manufacturer report # 3007566237-2015-01141. All further information pertaining to this event will be reported under this report number.

Event description:
It was reported that it was taking longer than expected to charge. It would take the patient 5 hours to charge from 50% to full. It used to take less than that. The recharger also didn¿t hold a charge as long as it used to. The patient usually charged when upright and moving around as she stated she had better coupling than when she sat. She usually had 6-8 bars. The patient needed to keep moving around due to the nature of her pain. There were no codes on the recharger and no history of overdischarge. The patient used 7.5v for her stimulation so it may be due to higher energy used. The patient received a new recharger, but it still took too long to recharge. The patient had met with her physician and they were coordinating a surgery to reposition or replace the stimulator on 2015 (B)(6). The patient was also evaluated for new pain at the time, which was unrelated to the old pain (indication for the current device). Additional information on if the device was repositioned or replaced will be requested, as well as outcome. If received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37751,# serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient. (B)(4).